Event description:
Same case as MFR's # 6000089-2004-00731. It was reported that during a coronary stenting treatment procedure, a dissection and stent embolization occurred. The lesion was heavily calcified and highly tortuous in the circumflex artery (cx). The lesion was predilated with a 2.5 x 15mm maverick balloon, however, a dissection occurred. The physician then decided to treat the lesion and dissection with a taxus express2 3.0 x 32mm stent. During advancement the physician had difficulties reaching the lesion site. Upon, deploying the taxus express2 3.0 x 32mm stent (unk atms reached), the stent embolized. The phyiscian then decided to treat the lesion and the dissection with three taxus stent. Taxus express2 3.0 x 8mm, taxus express2 3.0 x 16mm and taxus express2 3.0 x 12mm was successfully deployed in the cx to treat the lesion and the dissection. After successfully deploying all three taxus stents, the physician captured the embolized taxus express2 3.0 x 32mm stent by using a snare technique. The procedure was successfully completed. No additional intervention was needed. The pt's status is reported as "good."